Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b2.3, b5 and h6. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025. It was further reported that the patient presented to the emergency department (ed) with complaints of left-sided weakness concerning an acute stroke. The patient complained about experiencing weakness that lasted approximately 15 minutes and also noted increased lower extremity swelling a week prior, which was attributed to medication. Once the medication was stopped the swelling resolved. Also, systolic blood pressure (sbp) dropped into the 70's, which coincides with the patient feeling funny, but with no difficulties talking, swallowing, left-sided drooping, and no vad alarms at the time. In the ed several imaging were performed, including computed tomography (CT) perfusion, which showed bilateral symmetric areas of increased t-max in the watershed areas, a CT angiography of the head/neck reported superior m2 occlusion with a final over-read without flow-limiting lesions. Neuro was consulted and recommended cardiac intensive care unit (csicu) transfer for a closer observation and neuro checks with no need for tissue plasminogen activator (tpa) at the time. In addition, he underwent a transesophageal echocardiogram (tee) w/bubble study that was negative for intracardiac thrombi and intracardiac shunting. Due to his unremarkable neuro checks and negative tte, he was transferred to a st ep-down unit. Later on in the evening, he underwent a repeat head CT without intravenous (IV) contrast which came back unremarkable. Neuro was re-consulted a couple of days after to look at the images and determined that the patient is safe for discharge per their standpoint and to continue with the current anticoagulation. Deficits resolved without any intervention; no tpa was given. Repeat h ead CT was unremarkable for acute cranial abnormalities. The vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10 concomitant prod: dvfb1d1 defib implanted on (B)(6)2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient mentioned experiencing a stroke. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.